Event description:
It was reported that, "I spoke with a friend yesterday who went through full right shoulder replacement surgery using a stryker implant. The shoulder is now regularly slipping out of socket and the arm must be in a sling. Further details of the surgery are unk."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.